Manufacturer narrative:
The device was inspected, on behalf of the manufacturer, by an authorized third party. It was discovered that the port on the battery charger had been broken resulting in the battery not being charged. It is unk how the loss of control of the device occurred.

Event description:
It was reported that while loading a pt the device lost power to raise the legs. The manual release was used and was functional. During the manual release action, control of the cot was lost and it tipped. The pt reported neck stiffness.